Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right coil could not be found,') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 2003, multigravida (gravida 5) and parity 4 (((B)(6) 2004, (B)(6) 2005, (B)(6) 2012, (B)(6) 2009)). In 2012, the patient experienced vulvovaginal pain ("vaginal pain") and nausea ("nausea"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 1 month after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In 2016, the patient experienced visual impairment ("vision/eye problems type: vision problems"). In 2017, the patient experienced skin discolouration ("device ineffectiverashes or skin conditions type: skin discoloration"). On an unknown date, the patient was found to have weight decreased ("weight loss"). The patient was treated with prochlorperazine, trazodone hydrochloride (trazadol), zolmitriptan and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, weight decreased, skin discolouration, migraine, dysmenorrhoea, visual impairment, vulvovaginal pain and nausea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered device dislocation, dysmenorrhoea, migraine, nausea, pregnancy with contraceptive device, skin discolouration, visual impairment, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: indications: female here for repeat cesarean at 39 weeks. Also desires bilateral salpingectomy for sterility due to history of failed essure. Removal details: attention was turned to the patient's left fallopian tube essure coil was noted at the cornua and removed without difficulty. At this time attention was turned to the patient's right fallopian tube the tube was then removed with bovie. No essure coil noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received: events pregnancy (no complications), rashes or skin conditions type: skin discoloration, migraines / headaches, migration of essure device location of device: right coil could not be found, dysmenorrhea (cramping), pain, vision/eye problems type: vision problems, weight loss, device ineffective added. Treatment drug, lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ('salpingectomy bilateral ') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the salpingectomy outcome was unknown. The reporter considered salpingectomy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: reporter details updated and laboratory data were added. Essure indication updated. On (B)(6) 2012, she implanted essure (previously reported as 2012).on (B)(6) 2015, she explanted essure. Injury event was updated to medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.